Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the ground bond test indicating a high resistance value between the device and the ground bond on the power supply. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed that included the impedance testing and no issues were noted. The homechoice return instrument test/evaluation (rite) electrical testing was performed that included the impedance testing and failed; however, the device passed rite functional testing. The reported condition was verified. The direct cause of rite failure of ground bond failure was determined to be a loose door post set screw. The door post was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.